Event description:
It was reported to boston scientific corporation that a one step button initial placement gastrostomy kit was used during a percutaneous endoscopic gastrostomy procedure (date is unknown). According to the complainant, during the procedure when the physician withdrew the delivery system from the patient's stomach, the connection area of the c-flex tubing and the connector was torn. The procedure was completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Event description:
It was reported to boston scientific corporation that a one step button initial placement gastrostomy kit was used during a percutaneous endoscopic gastrostomy procedure (date is unknown). According to the complainant, during the procedure when the physician withdrew the delivery system from the patient's stomach the connection area of the c-flex tubing and the connector was torn. The procedure was completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
A visual examination of the device found the sheath to be attached to the delivery system. The button, red strip and black suture were not returned. The pullwire was attached to the wire loop of the blue dilating tip. The distal end of the tubing and the sheath presented indentations from hemostats or similar serrated device. The tubing presented no tears but there were slight imperfections in the c-flex tubing on the proximal end where tubing is placed over the blue dilating tip. The imperfections did not impact usage and are cosmetic only. The tubing was found to be stretched and also necked down. The condition of the returned unit was not consistent with the complaint incident that the delivery system tubing was torn. The delivery system tubing received excessive tensile force during placement causing the tubing to stretch, neck down and permanently deform. Therefore, the most probable root cause is not confirmed. A review of the device history record was performed for lot 13509060 and revealed no issues related to this complaint.

Manufacturer narrative:
Reported event of tear in tube. The device has been received, but an evaluation has not yet been performed. Therefore, a failure analysis is not available and we have not yet determined the relationship between this device and the cause for this event. If there is any further relevant information, a supplemental manufacturer's report will be filed.